Event description:
It was reported that the pt experienced an overdose with somnolence and was "found comatose" following a pump refill session. At the refill, the pt's dose was increased from 315mcg/day to 325 mcg/day. The pt was admitted to the ER and treated with narcan. A pump myelogram and catheter dye study were planned. The pump was decreased by 20% and then was stopped until the catheter dye study could be done. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine and compounded fentanyl.

Manufacturer narrative:
.